Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), product type: catheter . Other relevant device(s) are: product ID: 8596sc, serial/lot #:(B)(4), ubd: 29-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that rep mentioned she was in pump case where they were replacing the pump. Rep stated the patient has an original 8731 catheter and the healthcare provider (hcp) was not able to aspirate from the cap today when hooking up the new pump. The hcp also tried replacing the piece of catheter that connects on to the pump but still could not aspirate. There was no volume discrepancies at refills so the hcp was choosing not to replace the intrathecal end. Rep asked about priming and technical service reviewed they could consider priming the new pump on the back table along with the new pump connector piece attached and volume included. No symptoms reported.